Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/13/2015.

Event description:
Procedure: lap chole.according to the reporter: the clip applier jammed when the tips continued to cross when attempting to fire the clip applier. The clips were loose and not properly ligating. Bile leaked into the patient because the clips would not ligate. Some tissue damage from clips getting caught on vessels.

Manufacturer narrative:
(B)(4)